Manufacturer narrative:
(B)(4)

Event description:
It was reported that "tp spiral used with a guidewire in a cto / complex case - so arteries needed some work. Dr suspected there was an issue with the hub. The guidewire got stuck and could not be moved forward through the microcatheter. The dr tried to move it, but it led to a perforation. Patient is fine. Dr not sure whether the tp spiral was the issue but wanted to investigate."

Manufacturer narrative:
(B)(4). The customer report of a stuck guidewire was unable to be confirmed through investigation of the returned sample. The customer returned one turnpike spiral (5640) for analysis. Visual analysis revealed no defects or anomalies were present on the device. Functional testing was successful, and the returned catheter passed over a guidewire without resistance. Some blood was noticed in the hub after passing the guidewire through the device. It is unknown if this blood could have caused the guidewire to get stuck during the case. A device history record review was performed, and no relevant findings were identified. Additional information indicated that the patient condition was fine and there were no health consequences. This was a chronic total occlusion (cto)/complex case. The turnpike spiral was removed, and other means were used to stabilize the patient. It is unknown what was used after the turnpike was removed. Based on the customer report and the sample received, no problem was found with the returned sample.

Event description:
It was reported that "tp spiral used with a guidewire in a cto/complex case - so arteries needed some work. Dr suspected there was an issue with the hub. The guidewire got stuck and could not be moved forward through the microcatheter. The dr tried to move it, but it led to a perforation. Patient is fine. Dr not sure whether the tp spiral was the issue but wanted to investigate."